Manufacturer narrative:
A united states customer contacted a siemens customer care center (ccc) to report out of range quality control (qc) and a falsely elevated valproic acid (valp) result that was obtained on one patient sample on dimension vista 1500 instrument. The customer stated that they replaced with fresh qc and placed a new reagent cartridge on the instrument. In diagnostics mode, sever1 probes and drains were cleaned. It was determined that reagent arm 1, reagent arm 2, and sample probe 1 were straight and centered. However, reagent arm 1 and reagent arm 2 appeared dirty. A sever 1 probe alignment, quick check and photometer alignment were performed on the instrument. Then, the instrument was homed and reset. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse conducted a routine evaluation of the instrument and replaced the photometer source lamp supply and completed its alignment to the photometer. Then, the cse ran quick check which failed due to dynamic sample 3 (s3) pressure. Subsequently, the cse replaced the s3 probe and performed auto alignment. Next, the cse ran quick check which passed. The cse then determined that pre-diluted assays were recovering inconsistent quality control results and failing calibration. In a subsequent visit, the cse replaced the integrated multisensor technology (imt) mixer and performed quick check and quality controls, which recovered acceptably. Following the cse service intervention, the customer recalibrated the impacted methods and processed quality control material. All valp quality control results post service intervention were within the customer's established ranges. Siemens further investigated the issue and determined that the customer was concerned about the instrument performance due to quality control recovery. Based on instrument files, siemens determined that the customer obtained random valp qc replicates that exceeded the customer's acceptance range prior to processing the affected samples. The customer elected to continue processing patient samples. The cause of the discordant valp result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely elevated valproic acid (valp) result was obtained on one patient sample on dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The initial result was flagged for exceeding the panic value for valp. The flag led to an automatic reprocessing of the sample and the result was also falsely elevated and flagged again for exceeding the panic value for valp. Then, the sample was repeated on an alternate dimension vista instrument. The result obtained on the alternate instrument was lower than the discordant results. The repeat result from an alternate instrument was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated valp results.